Manufacturer narrative:
Isi has received the endowrist one vessel sealer instrument involved with this complaint and completed investigations. Upon initial inspection of the instrument, failure analysis identified an exposed blade with debris on the blade slot/track. The instrument failed a self-check after the instrument was placed on an in-house system. After realigning the blade, the instrument passed a self-check. The known common cause of this failure is mishandling/misuse. The instrument passed grip force and electrode gap tests. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No sealing related issues were found in the system logs. The system logs reveal that a single system error code 32001 occurred during the surgical procedure. A system error code 32001 is a recoverable fault that is generated when the system detects that the cutting blade of the endowrist one vessel sealer instrument cannot be safely retracted and may be exposed. The instrument user manual states the following in order to recover from the fault: on the touchpad, press recover, or on the touchscreen press recover fault. Control of the vessel sealer is restored, but seal and cut modes are disabled. Straighten the instrument wrist and close the jaws under endoscopic visualization (even if the blade is exposed), and carefully remove the instrument from the cannula. Use the thumbwheel to open the instrument jaws, and check if the blade is exposed. A. If the blade is exposed, install the replacement instrument and contact intuitive surgical technical support. If the blade is not exposed, the instrument can be re-installed onto the instrument arm. Caution: the instrument user manual also states, caution: as a general precaution, to avoid any potential injury due to exposed cutting blade and to minimize damage to the active electrode surface, keep the instrument jaws closed when not attached to the system. If, to clean the instrument jaws, you hold open the jaws by turning the thumbwheel and bending the wrist, straighten the wrist to close the jaws after you finish cleaning. This complaint is being reported due to the following conclusion: after completion of the da vinci-assisted surgical procedure, the patient was brought back to the or due to bleeding from an unspecified source. However, at this time, the root cause of the post-operative bleeding is unknown. There is no indication that the endowrist one vessel sealer instrument malfunctioned in a way that could contribute to an adverse event if it were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the surgical staff encountered a blade exposed issue with the endowrist one vessel sealer instrument. The event reportedly occurred while the surgeon was cauterizing and cutting an unspecified vessel. After the event occurred, the surgical staff replaced the instrument and the surgical procedure was subsequently completed. At an unspecified time post-operatively, the patient was emergently brought back to the or due to bleeding. No further clinical information was provided.